Event description:
Customer stated the monitor was in standby mode and the pt expired.

Manufacturer narrative:
The hospital biomed stated that a nurse put the monitor into standby mode and expected an alarm to ring in the case any of the parameters were outside of the preset limits. No malfunction occurred. A philips field service engineer (fse), worked with the biomeds at the customer site to investigate the reported issue. The biomeds at the customer site informed the philips fse that the intellivue patient monitor was working to specifications. The monitor remains in use at the customer site.